Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? How was the increase in the patient oozing treated? Was any additional medical or surgical intervention provided? If yes, please describe. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a subcutaneous mass on their right back procedure on (B)(6) 2023 and suture was used. During the procedure, when suturing the skin with suture, the needle broken. The doctor immediately cleared the wound to avoid infection caused by the broken needle. Causing an increase of 10ml in patient oozing, replace another suture needle and continue the suturing process. No adverse patient consequences were reported. Additional information was requested.